Event description:
A complaint of suspected microbial keratitis associated with contact lens wear was received from an optometrist. Infectious corneal ulcer is referred to as microbial keratitis. A patient experienced watery eye, photophobia, and loss of vision the previous week. The patient's water discharge was improved and the pain was decreased, but visual acuity was noted to be poor. Upon examination by the optometrist, the patient was found to have gross infiltrates, marked limbal injection, and ptosis of the left eye. The report states that the patient experienced the same problem approximately four weeks prior and was treated in an urgent care setting. She was prescribed lacrilube and unspecified antibiotics for two weeks and advised to attempt to wear her contact lenses again. A new pair of lenses was inserted, and the patient felt a burning sensation after a few hours of wear. Additional information was requested but not received.

Manufacturer narrative:
A product sample from the same lot was evaluated and found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.